Event description:
It was reported that the external pulse generator (epg) was connected to a patient and it was later observed that the epg was pacing in the emergency mode. The status of the epg is unknown. No patient complications have been reported as a result of this event.